Manufacturer narrative:
Approximate age of device: 2 years 10 months 2 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assistance device (lvad) on (B)(6) 2015. It was reported that the patient's controller fault alarm started yesterday evening. She attempted to resolve the alarm by disconnecting and reconnecting her driveline several times. No other alarms noted in monitor history, aside from ¿clock not set¿ alarm and occasional pi¿s. Version 29 software. Patient states that she had controller fault alarm a couple months ago and changed to her backup controller, which is the controller that is now also now giving controller fault. The patient was asked by the vad coordinator if she had depleted her battery and ebb power to cause the internal controller clock to reset and her response was,"¿I had asked ea about that and she said that she did think she ran completely out of battery power recently.¿

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of the patient depleting their external batteries could not be confirmed via the submitted log file as the data in the log file began on (B)(6) 2001, indicating that a complete loss of external power occurred prior to when the clock reset. The submitted system controller log file (log file 7a270943) dated (B)(4) 2018, contained 240 yellow wrench advisory alarms. Data began after the clock had reset to (B)(4) 2001 at 01:00. The clock not set alarm was active for the first 236 lines of data indicating that the system had a complete loss of external power. The replace controller alarm became active at the 223rd line of data and remained active until the end of the log file. These replace controller alarms were addressed under pi main #pi-2018-0197401-01. The driveline was disconnected twice, once during the 228th line of data and again at the 231st line of data causing two consecutive pump stops. The pump resumed operating at its set speed once the driveline was reconnected. The clock was reset for the last four lines of data, which included data from (B)(4) 2018 at 09:40 am to (B)(4) 2018 at 09:42 am. During this time, the replace controller alarm remained active. No further information was provided. The manufacturer is closing the file on this event.